Manufacturer narrative:
Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.(B)(4).

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior apical vaginal prolapse repair procedure performed on (B)(6), 2014. According to the complainant, during the procedure, the physician placed the fist leg of the uphold into the capio device and was able to pass through the patient's sacropinous ligament. When he applied tension on the mesh leg assembly, the needle with some suture broke off completely. He grabbed the remaining piece of the leg and pulled it carefully but the a part of the remaining blue dilator and suture also broke off. A forceps was used to retrieve the needle. The procedure was completed with another uphold vaginal support system there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
A visual examination of the returned uphold vaginal support system revealed that the blue with white stripe dilator is cut/torn and the suture with dart missing, not returned. The blue with white stripe dilator measures 17.0 cm from the break to the sleeve. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold vaginal support system was used during an anterior apical vaginal prolapse repair procedure performed on (B)(6) 2014. According to the complainant, during the procedure, the physician placed the fist leg of the uphold into the capio device and was able to pass through the patient's sacrospinous ligament. When he applied tension on the mesh leg assembly, the needle with some suture broke off completely. He grabbed the remaining piece of the leg and pulled it carefully but the a part of the remaining blue dilator and suture also broke off. A forceps was used to retrieve the needle. The procedure was completed with another uphold vaginal support system there were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.